Event description:
It was reported that the eyelet and anchor unloaded before using the mallet. The anchor was removed but the eyelet was left in the pt. The surgeon could not perform a double row repair and completed the case as a single row repair. The surgery delayed between 30-45 minutes. No further pt info is available and no add'l adverse consequences were reported with the pt from this event. This device is used for treatment.

Manufacturer narrative:
The device was discarded by the surgical facility. Review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the info available and without device eval.